Event description:
Pt who experienced pain for greater than one year was enrolled in a prodisc-l clinical study and received an alif, levels l3-4 and l4-5, on (B)(6) 2004. Pt was implanted with two screws and two washers that were synthes devices, the rods, poly screw and locking caps were not synthes devices. Pt experienced spontaneous onset of back pain with radiation down the left leg after 1.5 years implantation on (B)(6) 2005. X-rays showed healing of l3-4 and l4-5 fusion, office visit on (B)(6) 2005 MRI showed excellent appearing lumbar spine anatomy, office visit (B)(6) 2006 x-rays shows changes in l2-3 level, office visit (B)(6) 2006 pts leg pain was gone, MRI showed slight lateral disc bulging at l2-3 and was present at (B)(6) 2005 MRI. Pt was returned to operating room on (B)(6) 2009 for l2-3 fusion, previous implants were not removed. This is 4 of 4 reports for this event.

Manufacturer narrative:
Devices not removed. Device is not available in us, 510k number for a similar device has been provided. Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.